Manufacturer narrative:
(B) (4). Conclusion: the reported event occurred because of an interaction between implant and programmer operations, and user practice. This case was not covered by the programmer software specifications. This will be corrected in the next version of smartview (B) (4). Meanwhile, to avoid this situation, the interrogation session started before the implantation procedure has to be ended. A new interrogation must be performed in order to program parameters after implantation procedure is finished.

Event description:
During the one week post implantation follow-up of the device involved in this report, no follow-up data stored in device memory (B) (4) was available at interrogation.